Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure reversal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced adverse reaction ("improper reversal technique") and arthralgia ("joint pain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (essure removal). At the time of the report, the medical device removal, adverse reaction and arthralgia outcome was unknown and the weight increased was resolving. The reporter considered adverse reaction, arthralgia, medical device removal and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one were described in social medical records: adverse event nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media comment received. New event " weight gain, medical device removal" and new reporter added. Case now valid. On 23-mar-2020: new reporter and event joint pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.